Event description:
General report rec'd of multiple, repeated cassette and air alarms in the neonatal intensive care unit. Customer reports that "most of the events have not resulted in any serious events." Customer reports having had two incidents in which two separate neonates experienced a drop in blood sugar to the mid-30's to 40's mg/dl (normal value of 60-100mg/dl) due to delay/interruption of tpn infusions. The infants did not require any medical intervention other than troubleshooting and changing out cassettes and/or pumps to resume the infusions. There have also been an unspecified number of undocumented reports of loss of IV access lines. Customer reports that loss of lines may or may not be related to the pump alarms and delay/interruption in therapy. They have also recently changed practices and added a new filter to their set-up which may have caused or contributed to the lost lines. No specific pt info was available.